Event description:
The baxter service representative reported a colleague infusion pump with an inoperative channel select button on the channel a pump head module keypad. This problem was identified during service. There was no report of patient injury or medical intervention necessary. No additional information is available. This device utilizes user interface module master software version 5.03.00 categorized as unremediated.

Event description:
It was reported that a fracture on the stent graft was identified. Reportedly, three stent grafts were implanted in the patient's left upper arm to treat a recurrent thrombosis in an av graft. The stent grafts were deployed inside the graft overlapping the cannulation area. Approximately six months later, during a follow up, it was identified that one of the stent graft was fractured and a pseudoaneurysm had developed. The physician deployed another stent graft overlapping the fractured stent graft and covering the aneurysm. There was no report or injury to the asymptomatic patient. Reportedly, the continuing puncturing of the graft at the cannulation point may have contributed to the fracture.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). (B)(4).

Manufacturer narrative:
The condition inoperative channel select button on the channel a pump head module keypad was confirmed. The cause is undetermined. The device was returned un-repaired as requested by the customer. (B)(4).